Event description:
On (B)(6) 2016, an ablation procedure was performed on the patient (involving rf diathermy). Pacing mode was temporarily changed (ddd->vvi->voo->ddd) to prevent the effects of the rf interferences generated by the procedure. On (B)(6) 2016 during a regular follow-up, most of the pacing/sensing polarity settings were found programmed with unexpected values (unipolar instead of bipolar). The physician would like an explanation.